Manufacturer narrative:
Product evaluation: one 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A length of suture exited the sheath distal tip; the suture distal end strands were even with the clear heat shrink tubing. The clear heat shrink tubing had been fully exposed. The tamper tube was returned loose, no visual anomalies were noted to the tamper tube. The overall device condition was consistent with deployment. Review of the device history confirmed this lot met manufacturing requirements prior to shipment. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was selected for use during an accreditation training for the user, following a stenting of the superficial femoral artery (sfa), distal to the puncture site in the left common femoral artery (cfa). The procedural angiogram revealed no vascular anomalies. The sheath was inserted over the procedural wire (0.035 inch, stiff amplatz wire), and the arterial location was found. The device was deployed into the artery, and the collagen was tamped until the compaction marker was seen. However, a notable pulsatile bleed was seen at the access site. The suture was cut to allow for the removal of the tamper tube and manual pressure was applied for 30-40 minutes until bleeding decreased to a small persistent ooze. The cut end of the suture remained protruding out the puncture tract to ensure no migration of the anchor/collagen assembly. Ultrasound was unable to verify adequate blood flow through the vessel or the stent in the sfa. The patient underwent and angiogram accessed through the left femoral artery, which demonstrated that flow was still present distally in the leg through the profunda artery, however the stented sfa no longer had flow through the ostium due to occlusion by the anchor. The cfa also showed a small filling defect, attributed to the angio-seal device, as the collagen was entirely inside the vessel. The patient underwent a femoral-popliteal bypass graft procedure and remained in the hospital overnight. The patient was kept on a ventilator for 24 hours due to recent cardiac history, but recovered well from the procedure.